Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The ec60 device was received (a) for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The ec60 device (b) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, the second firing could not be fired at the second stroke. The surgeon used the release trigger to remove the device. Then they changed to use another ec60, only part of the staples came out without cutting. A third one was used to finish the procedure. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? Lung and vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The 2nd. During which stroke did the event occur? The 2nd and the 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near an existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing with the higher force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Using the hand releasing button. Was there any difficulty removing the device from the tissue? Using the hand releasing button.